Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14-mar-2022 / serial#: (B)(4). UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 13-oct-2020. Labeled for single use? Yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), cardiac perforation, pericardial effusion and tamponade were observed prior to deployment. The operator tried to position the ipg high/mid septum but two times the delivery system slides to the apex. Apical injury was observed that required sternotomy. Leadless ipg remains in use. No further patient complications have been reported as a result of this event.